Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg) and it stopped charging. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg) and it stopped charging. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned per hospital policy. No further information has been obtained despite good faith efforts.